Event description:
Patient was re-implanted with helical blade on (B)(6) 2012 as a revision surgery due to implant migration. Patient returned to surgeon 3 months post revision complaining of hip pain. X-rays taken on an unknown date revealed that the blade had started to migrate medially. Surgeon noted that the medial migration might be due to the collapse of the femoral neck, and the blade could possibly perforate the cortex. Surgeon removed the 95mm blade that was implanted on (B)(6) 2012, and replaced it with a shorter 85mm helical blade. The original nail implanted on (B)(6) 2012 was still intact, and remains implanted. Surgeon completed the procedure. This is the second report of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.